Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease flat, yellow particles in the surface of the shell. A microscopic analysis was performed which identify a sharp opening on posterior side. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported ultrasound confirmed "left side rupture." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ultrasound confirmed "left side rupture." Device was explanted.